Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. During the procedure the 2.75 x 32 mm taxus express2 drug eluting would not cross the lesion. When removed from the body the stent condition was reported as "mucked up". The procedure was completed by predilating with a 2.5 mm maverick and crossing with a 3.0 x 12mm taxus stent. No pt complications were reported.